Manufacturer narrative:
(B)(4). A visual inspection found the knife was trapped and contained within the jaws of the device. The reported condition is attributed to user error. The IFU for this device states: keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece.

Event description:
The customer reported that the jaws of the device would not reopen during a cystectomy procedure. It is unk if the device was applied to tissue at the time. There was no pt injury and the surgeon used another device to complete the procedure. No additional info is available from the site.